Event description:
The user facility reported an 83-year-old male with acute myocardial infarction/cardiogenic shock presented for impella support. The patient developed an access site bleed during support as a result of the patient being combative and sitting up. The patient's hemoglobin levels were low following the event and the patient was transfused two units of packed red blood cells.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the access site bleeding issue was most likely due to the patient movement. The failure mode will be monitored and trended.